Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the device buttons are not functioning. Customer can't confirm the message "change cartridge". Customer changed the battery, confirmed the battery type, and afterwards no entry possible. No adverse event reported. A request was made for the return of the device.